Event description:
Customer reported the sys will not complete boot up and displays a media error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the ps1 power supply. Sys operates as intended.